Event description:
Medline, entraflow does not flow after priming. Chamber fills and will not drip. The staff tried trouble-shooting by manually filling and clearing the system. It continues to beep and displays "occlusion". Manufacturer response for tubes, gastrointestinal (and accessories), medline industries (per site reporter) will obtain.